Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The event occurred during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, d10, g1, h2, h3, h6, h11 the device was not returned to olympus for inspection, and the reported failure was confirmed by the technical assistance center. In addition, the following reportable malfunctions were identified during the device evaluation: no display output and absence of any startup screen or system message. Based on the results of the investigation, a root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.